Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during a sphincterotomy performed on (B)(6), 2009. According to the complainant, the cutting wire was severed. The defect was visible as soon as the device was introduced in the operator channel. The generator was not connected to the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as result of this event.

Manufacturer narrative:
The device has not been received for analysis. The cause of the reported malfunction has not been determined. If received, upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).